Manufacturer narrative:
Additional manufacturing narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
Per the reported issue: "received a call from a customer today stating that there is a discrepancy with our accuracy. They stated that there were sensor on the patients ears and they were reading between 92-95%. Had another sensor, nonin onyx, on the digit which was reading 85% and the abg was also 85%." No patient impact or consequences were reported.